Event description:
Customer reported receiving imprecise sequential adc meter readings of 23.7 mmol/l and 5.4 mmol/l obtained within a ten minute timeframe. When plotted on the parkes error grid, the results fell within the "c" zone showing the difference in the values are considered clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested for investigation, and a final report will be submitted when the investigation is complete.